Manufacturer narrative:
On 26-may-2021, the suspected medical device was returned for evaluation. On 9-jun-2021, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned device revealed a crease/fold on the posterior view. Leak testing was performed in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable leakage. Although no rupture was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation with two 200cc mentor memorygel breast implant prostheses and experienced bilateral rupture and capsular contracture (left grade: iii, right grade: IV) postoperatively. Mammogram performed on unspecified date indicated suspected bilateral rupture. The diagnosis was confirmed based on mammogram and the in-office consultation by the patient¿s surgeon. As a result, the patient underwent removal and replacement with unspecified mentor gel breast implants on (B)(6) 2021. This report is for the right-sided prosthesis.